Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] mc2avr1 [product ID-delsys] (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) was successfully placed, however st rong resistance was felt when the delivery system tether was removed and found to be entangled in clumps of suture and myocardial tissue. Upon tether removal, intermittent pacing failure was observed and after complete removal, the leadless ipg turned off at maximum output. The leadless ipg was programmed off, remains in situ and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID# mc2avr1-delsys. Product event summary: a partial delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system tether was broke n/cut/pulled apart. The delivery system tether was frayed. There was a mechanical problem with the outer shaft of the delivery system. Blood was observed in the lumen of the delivery system. Blood was observed on the device cup of the delivery system. Blood was ob served on the recapture cone of the delivery system. The analyst noted a partial delivery system was returned without the device. The tether and tether pin was separated from the delivery system upon receipt. There were no anomalies found with the distal edge of the device cup. The outer shaft was flattened 7.5 cm and 16 cm from the distal end of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.